Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Hp cable getting half way clogged, also corroded pins from the cable and hp are causing the hp to get warmer than usual, very stiff water supply line, missing footswitch pad, unit needs maintenance.

Event description:
Based on the repair notes while using a g119, the hp cable getting half way clogged also corroded pins from the cable and hp are causing the hp to get warmer than usual; no injury resulted.